Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and failed. Charge and boot testing was performed and failed. Receiver functional test was performed and failed. Pairing test/download was performed and failed. The receiver log was not downloaded and reviewed due to usb connector damage. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.